Manufacturer narrative:
Serial numbers provided as (B)(4) for the left and (B)(4) for the right. This information did not populate in system search. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported rupture on an unknown side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade IV

Event description:
Additionally, healthcare provider reported capsular contracture, baker grade IV. Affected side right.

Event description:
Device was explanted.

Manufacturer narrative:
Clarification to serial numbers left (B)(4) and right (B)(4).

Event description:
Healthcare provider reported unknown side rupture. Additionally, healthcare provider reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles, crease fold, wear abrasion, and an opening. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated opening on the radius consistent in the use of some surgical tools. Based on the device analysis the final assessment was a striated opening on radius side due to surgical damage.

Event description:
Healthcare provider reported unknown side rupture. Additionally, healthcare provider reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.